Event description:
Customer reported that pump touchscreen was cracked and shattered, rendering it unusable and unreadable. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was advised to use multiple daily injections (mdi) as backup therapy while technical support arranged for a pump replacement under warranty.